Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functionality testing. The cause was isolated to defective u727 and u728 components on the distribution node pca. The root cause for the defective u727 and u728 components could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.